Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72-year-old male with history of hypertension, chronic kidney disease, dld. Presented on 9/26 with nstemi/ reduced ejection fraction. On 9/26 an impella cp was placed via right femoral artery. On 9/28 the patient was escalated to ECMO with impella for rv dysfunction/ high pressor requirement. On 10/4 they were escalated to impella5.5 with removal of impcp as well as being weaned off ECMO. On 10/7 there was a coughing with aspiration event. On 10/8 ventricular arrhythmia was noted with stable device function/ patient cardioverted. On 10/9 they underwent pci of rca and required periprocedural cardioversion. On 10/23 the impella5.5 was weaned and explanted without incident.

Manufacturer narrative:
Ppae (tachycardia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B3: corrected the date of event.